Event description:
It was reported fiber failed mid way through surgery, diminished vaporization at 64,410 joules of use during the procedure. It is unknown how the procedure was completed. It was reported no patient injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.